Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitude and undersensing on the right atrial channel. Due to this, inappropriate anti-tachycardia pacing (atp) was delivered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.